Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the second MRI (1,5 t) the user immediately registered a change in hearing performance. The sound was distorted from this point on. The user has been explanted.